Event description:
While the unit was in use on a patient, it was vibrating excessively. The compressor shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.